Event description:
Same case as MFR# 2134265-2011-02661. It was reported that post a stenting treatment procedure, a thrombosis occurred and subsequently the patient died. Patient presented with an acute mi. Prior to the procedure, he experienced an episode of ventricular fibrillation that required cardioversion. Access was obtained through the femoral artery. A 6fr guide catheter cannulated the vessel. The totally occluded target lesion was located in the left anterior descending (lad) artery. A 0.14 extra support guide wire was advanced across the lesion. The lesion was predilated with a 2.5x12mm apex balloon inflated in the proximal lad to 6atms/8secs. The balloon was positioned to the mid lad and was inflated to 6atms/12sec. Next, a 3.0x24mm veriflex stent delivery system (sds) was advanced to the mid lad. The stent was deployed at 9atms/10sec and post dilated to 3.24mm in diameter. After the devices were removed, the patient went into ventricular fibrillation and was successfully shocked with 200j. The patient received IV nitroglycerine and angiomax during the procedure. The patient was then transferred to the ICU in stable condition. The morning following the procedure, the patient developed recurrent chest pain and recurrent st changes that did no resolve with nitroglycerin drip and morphine bolus. The patient returned to the cath lab where it was found that the stent was completely occluded. The lesion was predilated with a 2.5x12mm apex balloon which was inflated to 6atms/13sec. The balloon was repositioned distally and was inflated to 6atms/15sec, 6atms/12sec, 7atms/3sec, 6atm/20sec, 6atms/20sec. Using a 6fr export catheter, the stent was reopened. Then the apex balloon was advanced again and inflated to the following: 6atms/20sec, 6atms/20sec, 6atms/20sec, 14atms/30sec, 14atm/30sec and 14atms/25sec. The patient was given tpa. A 2.75x24mm veriflex sds was advanced and the stent was deployed at 9atm/16sec to cover the segment distal to the previously placed stent. The stent was post dilated with the delivery balloon inflated to 14atms/15sec, 18atms/7sec, 18atms/5sec, 18atms/5sec. Adenosine was administered. Lastly a 2.5x12mm apex balloon was advanced to the lad and inflated to 6atm/18sec, 6atm/30sec, 6atm/30sec and 14atms/30sec. The patient was administered coumadin and effient and was discharged three days later. On the same day as he was discharged, the patient was admitted to another hospital and passed away.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)